Event description:
The facility reported that during a procedure, a polyloop had not adhered to a polyp stalk. When the physician tried to retrieve the polyloop, it could not be located. The physician reportedly believed the polyloop was lost inside the pt and would be flushed naturally. The user facility reported that following completion of the initial procedure, the endoscope had been cleaned and placed in a custom ultrasonics automated endoscope reprocessor. During a processor performed later in the day, a polyloop exited the distal end of the endoscope and fell into the patient. As there had been no polyloops used during the second procedure, the polyloop was believed to have been from an earlier procedure. The polyloop was reportedly retrieved from the second patient. The user facility reported that no culture tests were performed on the second patient because the first patient did not have any infectious disease, and there has been no allegation of infection or other adverse event associated with this report.

Manufacturer narrative:
The polyloop referenced in this report was not returned to olympus for investigation. The user facility reported that the polyloop was discarded after it had been retrieved. The cause of the user's experience cannot be determined. This report is being filed as an MDR in an abundance of caution.